Manufacturer narrative:
Evaluation summary the bravo recorder was received and investigated. The calibration by the capsule simulator and transmission test were successful. A test study of 48 hours was performed and the study data was successfully downloaded. Per the condition is which the device was received, the recorder seemed to be functioning per specification. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the symptom of meal button would not deactivate on the bravo recorder. Additionally, the study had a high baseline associated with the bravo recorder malfunction. There was no patient or user harm due to the alleged malfunction but a repeat procedure will need to be performed. The customer reports the patient is doing well. No known adverse events were reported.